Event description:
On (B)(6) 2026, a patient underwent a catheter placement procedure using hickman/leonard/broviac central venous catheter. It was reported that the while flushing the white lumen of the catheter, a bulge measuring approximately 10 to 15 mm was observed just proximal to the thickest portion of the white lumen. The balloon like bulge resolved immediately after flushing. No resistance was encountered during flushing, and blood aspiration was completed without any issues. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.